Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed "door not fully latched." The customer stated that this occurred in the emergency room care area and there was no patient injury.